Event description:
The patient had been wearing a pod on the abdomen for longer than 48 hours prior to the medical event. During pod wear, the patient experienced vomiting, lethargy, refusal to eat, abdominal pain, daily elevated ketone levels, weight loss of approximately 10 pounds, and low blood glucose values. Blood glucose values were reported to be frequently within the target range; however, episodes of hypoglycemia were reported, including values less than 40 mg/dl. Hypoglycemia was treated with oral intake of juice and pudding when tolerated. The patient was also reported by the parent to be dehydrated and have elevated ketone levels. Medical attention was sought on (B)(6) 2026 while the patient was wearing the pod. According to information provided by the patient¿s parent, the medical visit was considered related to the patient¿s clinical condition while using the pod. The patient was evaluated, treated, and discharged on the same day. Medical management included administration of intravenous fluids, completion of medical testing, and treatment with zofran liquid. No formal diagnosis was communicated by the medical professional.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported medical visit and low blood glucose levels. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.